Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further pertinent information be provided. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this right atrial (ra) lead was explanted as it was damaged during right ventricular (rv) lead explant. The entire system was removed from service. No additional adverse patient effects were reported.

Manufacturer narrative:
Product is not returned as it is still implanted. Additional information has been requested to the representative. No further information concerning this report is available at this time. This investigation will be updated should further pertinent information be provided. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown reasons. The entire system was removed from service. This lead apparently exhibited a malfunction. No additional adverse patient effects were reported.